Event description:
Dexcom g7 sensors consistently fail to give readings seven or eight days into the claimed ten day life of the sensors. This is a very dangerous situation especially for type 1 diabetics who need to have consistent ongoing readings throughout the claimed life of the sensor. This incident, (B)(6) 2025, is just the latest of many failures of their sensors, this is not the only time the sensors have failed, and dexcom's definition of "failure" does not match my definition. As a medical device, I should be able to rely on it for the full ten days, not have sensor outages occur randomly for the last two to three days of the claimed ten-day life of the sensor. They, dexcom, claim that I should have no readings for three consecutive hours before I can qualify for a replacement sensor. I have qualified for replacement sensors many times, but I'm thinking about the danger involved in their unreliability. For example, if I have no readings for a half hour or more and I have to go driving somewhere but I don't have readings, I put myself and other drivers on the road in potential danger. And also, look at it this way, what if an auto were as unreliable as their sensors? You're driving home, but the car gives out for fifteen or twenty minutes during your hour-long drive? This unreliability by dexcom has to be corrected. This has affected many sensors.